Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6, d8, d9, h4, and h3. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was presumed that the error 400 ref 26 recorded in the fault log (stops giving energy) occurred due to the corrosion, likely caused by the use of saline solution with residual liquid left behind. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the generator was not giving energy at the electrode during use. The issue occurred during preparation for use. There were no reports of patient harm.